Event description:
It was reported that the customer had been hospitalized due to high blood glucose levels. Customer's blood glucose level was 630 mg/dl at the time of hospitalization. Customer declined any troubleshooting and will call back to troubleshoot if issues persists after pump replacement. Customer stated that the hospitalization was on (B)(6) 2014 since customer's blood glucose increased form 200 mg/dl at home and within a few hours blood glucose levels went over 600 mg/dl. Customer was treated via insulin drip. Customer was wearing the pump at the time of hospitalization. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).